Event description:
It was reported that the left lead had a progression of out-of-range/high-impedance failure. As a result, the patient underwent revision surgery to replace both leads. The right lead was functional, but one electrode also had an out-of-range/high-impedance failure. The electrode was not paired for therapy, so there was no impact on the patient. The right lead was replaced as a precautionary measure. Two new leads were implanted without complications. There was no report of patient harm or injury.

Manufacturer narrative:
Mml#: (B)(4).

Manufacturer narrative:
Mml #: (B)(4). The device history record was reviewed, including the sterilization process. There were no relevant non-conformances were found.

Event description:
It was reported that the patient had an infection on both incision sites (gluteal and lumbar). A culture was taken, and the type of infection was confirmed to be staphylococcus aureus. The device was explanted without any complications. The patient was prescribed oral and intravenous antibiotics. The hospital discarded the explanted devices due to the nature of the incident and hospital policy. Therefore, device analysis cannot be carried out.